Manufacturer narrative:
(B)(4):the meter involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 testing in the settings mode. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on the morning of (B)(6) 2012. The patient manages her diabetes with novolog insulin (morning and afternoon) and levemir insulin (50 units in the evening). The patient denied making changes to her usual diabetes management routine. On the following day, the patient claims she felt symptoms of shaking and dizziness. The patient ate ½ teaspoon of sugar as treatment and felt better about 30 minutes later. The patient did not test her blood glucose on another device. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.